Event description:
Caller reported an alarm related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by repositioning the tubing, which allowed insulin therapy to be resumed, and was advised to monitor the pump and contact support if needed. No additional assistance was necessary, and the case was closed by technical support.